Event description:
It was reported that during a da vinci-assisted surgical procedure the jaws of the harmonic ace instrument broke. All fragments were retrieved. The procedure was completed.

Manufacturer narrative:
A return material authorization (RMA) was not issued for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.